Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported physical resistance of lock line release slider was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes 2199, 2577 and 2017 was removed and 4641 and 4012 was added.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, while deploying the clip, the latch lever was stuck and was not able to release the lock line. Troubleshooting was performed and was able to release the lock line and clip was implanted successfully. All steps were performed as per IFU. The final tr was grade 1. There were no adverse patient effects or clinically significant delays reported.